Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with afx bifurcated stent graft and an afx limb stent graft in the right common iliac (rci). Approximately six (6) years post initial implant, a type iiia endoleak was identified at routine follow up. Reintervention was completed with the implant of two (2) afx limb stent graft's in the rci. Reported under MFR# 2031527-2021-00137. Now, approximately a year and a half (1.5) years post reintervention, a type iiia endoleak was identified at routine follow up. An additional intervention has not yet been scheduled. Reintervention was completed with the implant of an ovation ix iliac limb on (B)(6) 2023.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak of the right common iliac limb with additional endovascular procedure (tertiary-ovation limb (B)(6) 2023) is confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this incident could not be determined with the medical records available for review. The final patient status was reported to be discharged to home on postoperative day one. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. B2: outcomes attributed to ae - updated. B5: describe event or problem - updated. G3: awareness date ¿ updated. H6: health effect - impact code - remove 4614. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with afx bifurcated stent graft and an afx limb stent graft in the right common iliac (rci). Approximately six (6) years post initial implant, a type iiia endoleak was identified at routine follow up. Reintervention was completed with the implant of two (2) afx limb stent graft's in the rci. Reported under MFR# 2031527-2021-00137. Now, approximately a year and a half (1.5) years post reintervention, a type iiia endoleak was identified at routine follow up. An additional intervention has not yet been scheduled.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.